Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with deep scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl. The customer treated with injections and insulin pump therapy. Customer indicated that their blood glucose value was 394 mg/dl at the time of the call. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no apparent issues with the infusion set, site, or reservoir. Customer declined to check their device settings. Additionally, the insulin pump had a cracked screen due to dropping it. The product was returned for analysis.